Event description:
It was reported that the device exhibited an overpressure alarm, though inflow line is free. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.